Event description:
The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lfs customer service. The lay user/patient contacted lifescan (lfs) customer service on (B)(6) 2010 alleging that the onetouch® ultramini meter is giving inaccurate high readings of "259 and 518 mg/dl" compared to normal reading/feeling. The patient diabetes is managed with self-adjusting insulin (humalog and levimir). Approximately 3 months ago, the patient obtained the alleged inaccurate high readings on the subject meter. As a result of the alleged issue, the patient increased his insulin to 36 units. Subsequently that evening, the patient reportedly developed "low blood glucose symptoms." It would have been helpful to have more details concerning the patient's diabetes regimen and the circumstances surrounding the incident. According to the troubleshooting performed with customer service, the patient did not have any control solution to perform a quality test. Replacement products were sent to the patient. This complaint is being reported because the patient claimed he developed "low blood glucose symptoms" after he increased his insulin per the lfs meter reading.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510k #k061118.